Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low blood glucose event while using the ilet system and had been announcing smaller-than-consumed meals as correction entries and entering usual meal sizes as correction doses, which constituted an incorrect procedure and involved the user interface. Symptoms included hypoglycemia. Outcomes included no health consequences or impact during the call. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to improper or incorrect method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.